Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the first firing for thoraco/wedge/segmental resection of lung, the surgeon clamped the tissue and tried to fire the device, however could not squeeze the handle. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem.